Event description:
It was reported that the device clinic treating health care professional (hcp) placed a call to technical services (ts) for further review of this pacemaker electrogram (egm). Upon review, right atrial (ra) undersensing which led to over pacing on the ra channel. It was also noted that the patient was in an atrial arrhythmia. At this time, the device remains in service. No adverse patient effects were reported.